Event description:
It was reported that the right ventricular lead was replaced due to an apparent lead fracture. Oversensing (very high sic count), inappropriate detection of noise, and impedance increase from 580 to 1200 ohms were observed. No patient complications were reported as a result of this event.